Manufacturer narrative:
Investigation findings: 1. Visual and magnifying inspections of the actual sample. No fracture was found along the entire length of the actual sample. No anomaly in the appearance was found in the area 0- approx. 1000mm from the distal end and at the proximal end. The shaft had been curved approximately 1,285mm from the distal end. No cracks or the like were found in the curved part. Peeling of ptfe coat was found at approx. 1,946mm from the distal end. No anomaly was found in other parts. From the above, it was speculated that the reported nick referred to the peeling of the ptfe coating. The curve was presumably caused by some kind of bending load and was considered unlikely to be related to this complaint. Investigation conclusion: based on the investigation result, no anomaly was found in the dimensions of the actual sample. Based on the condition of the actual sample and the results of the simulation test, as one of the possibilities, it was inferred that a hard object had come into contact with the surface of the shaft section, causing an abrasive load to be applied, resulting in the peeling of the ptfe coating. However, because the details of the procedure were unknown, it was not possible to identify such a hard object from the condition of the actual sample.

Event description:
It was reported that the guidewire was used in mechanical thrombectomy procedure. During preparation and upon removing the guidewire from the plastic sheath, it was noted that the guidewire is nicked. There was no patient involvement and guidewire was not used and was returned back into the sheath. After the procedure the patient was recovering, lifting the limbs in antigravitational test. There was no report of harm or injury to the patient; however, upon evaluation of the returned guidewire, peeling of the ptfe coating at the distal end was noted. (Refer to section h11 for device evaluation).